Event description:
The patient experienced a loss of stimulation sensation last following a cat and bone scans. It was noted that the patient was hospitalized for an infection (unk if related to device). He also had a problem with the patient programmer in that he could not adjust the stimulation. The programmer was replaced. Further information was requested.

Manufacturer narrative:
(B)(4).